Event description:
It was reported that on (B)(6) 2026, the patient¿s blood glucose levels increased to approximately 547 mg/dl after approximately 4 to 24 hours of pod wear on the leg. Reported symptoms included nausea, fever, and an ability to smell ketones. The patient was admitted to the hospital, where he was diagnosed with diabetic ketoacidosis. Treatment during hospitalization included intravenous therapy. The patient further reported having undergone surgery on (B)(6) 2026, for reasons unrelated to omnipod use. During hospitalization for the hyperglycemic event, he was also diagnosed with a post-operative abscess and infection associated with the prior surgery. The patient was unable to confirm whether any omnipod alarms occurred at the time of the event and noted that slight bleeding was observed at the infusion site upon pod removal. The patient remained hospitalized for two days and was discharged on (B)(6) 2026.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.